Event description:
It was reported that after 1 hour and 24 minutes in a bilateral pulmonary embolism (pe) case, the cu nurse called with a dso on drug port of the left pa catheter. The alarm could not be cleared during troubleshooting. The physician replaced the device and the treatment was completed without any patient sequelae. The patient was reported as doing fine. During follow-up, one of the cath lab staff members mentioned that the device may have been kinked underneath the dressing which could have caused the issue.